Manufacturer narrative:
Visual review of instrument shows dings and gashes on both working ends. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Hospital submitted MDR also, see triage unit sequence (B)(4).

Event description:
It was reported during a procedure for a zygomatic complex fracture and repair of right orbital floor, 2mm tip of device broke off into soft tissue underneath the bone. At this time, unable to retrieve.